Manufacturer narrative:
It was initially reported that a ventilator's pressure gauge is not functioning. The ventilator was returned to the manufacturer for evaluation and the allegation was confirmed. The ventilator's pressure gauge was replaced to address the issue due to physical damage.

Event description:
The manufacturer received information alleging a ventilator's pressure gauge is not functioning. There was no patient harm or injury. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.